Event description:
It was reported that during a prostate procedure, the fiber was observed to forward fire @ 91,489 joules. Gland volume 40 ml. Time expended 20:35 minutes. The procedure was completed using a second fiber. There was "no injury to patient".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits mild detritus adhesion; the bevel section appears in good condition; there is some mild melting at the location of the hole. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.